Manufacturer narrative:
Immucor technical support used a remote electronic connection method to connect to the testing instrument on (B)(6) 2016. The expected positive test well which yielded an unexpectedly negative instrument output, was visually unexpectedly negative. The immucor laboratory tested retention product on (B)(6) 2016 which performed as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.